Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported via phone call that they experienced high blood glucose level of 460 mg/dl. It was reported that not done any bolus all day and also it has been sick and throwing up. The product was not returned for analysis.